Manufacturer narrative:
Carefusion compliant number: (B)(4). This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA. Result of investigation: the reported issue (unit was not charging the battery) was confirmed by carefusion certified service technician. The root cause was faulty power board which caused battery to failed. Reported issue was resolved by replacing power board, furthermore internal battery was also replaced.

Event description:
The customer reported complaint on lap top ventilator was not charging internal battery.